Manufacturer narrative:
(B)(4). There is a CAPA investigation associated with this report. (B)(4). The pump has been reported to be available for evaluation and has been requested. However, the pump has not been received for evaluation as of yet. If the pump is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The facility representative reported to the service depot on (B)(6) 2010 a colleague infusion pump with an inoperable open and stop key. It was not specified when reported condition occurred. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. No additional information is available.